Event description:
It was reported that the left ventricular (lv) lead was explanted due to the patient developing (B)(6) infective endocarditis. The patient also had a fever and a large vegetation was observed. A replacement multisite pacemaker was implanted by an abdominal approach. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: comp lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: comp lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to the patient developing (B)(6) infective endocarditis. The patient also had a fever and a large vegetation was observed. A replacement multisite pacemaker was implanted by an abdominal approach. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.